Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00244: driver.

Event description:
While implanting an aculoc 2 plate, the tip of the driver broke off in a locking screw. The tip could not be removed and was left implanted in the head of the screw.